Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated they had treated their blood glucose with the insulin pump. Customer also stated they had a broken belt clip. No additional infromation provided.